Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy, at the second firing, when the reload was used at pulmonary artery treatment, stapling and resection were found to be in the condition that only performed till halfway. The blood vessel was at the inner side of the cut line, another reload was taken out, but stapling and resection were also stopped halfway as the same, and the stapling of pulmonary artery was completed with the third one. It was in the condition that all three cartridge¿s staples had been fired to the end. After that, the handle was replaced, and bronchus was able to be stapled normally. There was no patient injury.